Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, couple of weeks ago, the consumer started using the reach toothbrush unspecified for oral hygiene (route dental, lot number 05112sgm2, frequency and expiration date unspecified). After an unspecified duration, while brushing her teeth, the toothbrush handle broke into half in two pieces right in the middle below the hole of the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, couple of weeks ago, the consumer started using the reach toothbrush unspecified for oral hygiene (route dental, lot number 05112sgm2, frequency and expiration date unspecified). After an unspecified duration, while brushing her teeth, the toothbrush handle broke into half in two pieces right in the middle below the hole of the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains as reportable malfunction case in the united states.